Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer. The avl video baton 3-4 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl video baton 3-4 and confirmed that green horizontal lines appeared on the image when the video baton was connected to known, good, test equipment. The glidescope avl video baton 3-4 also intermittently ceased to be recognized by a known, good, test monitor. The camera image quality test was performed and failed. The technical service representative attributed the "poor image quality" issue to baton failure. The representative also noted damage to the baton's camera lens. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on march 19, 2019 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Since the glidescope avl video baton 3-4 is not repairable and a replacement was already provided to the customer, the avl video baton 3-4 used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the monitor was showing a "jittery" image. On follow-up, the customer related that there would be "wiggly lines" on the screen but there wasn't any picture. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.